Event description:
During use of the right ventricular (rv) lead episodes of oversensing were noted on the rv leading lo pauses in rv pacing for the patient. Reprogramming was done lo tum off detections and sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).